Event description:
The customer contacted baxter's technical service center to report low drain volume alarm (ldv) which occurred on home choice (hc) during initial drain. The home patient (hp) stated that he had disconnected and reconnected bags trying to resolve the alarm. The baxter technical representative (tsr) explained the ldv alarm to hp. The tsr advised the hp to start over with new supplies. The hc was operational. There was no patient injury or medical intervention indicated at the time of the initial report. (B)(4) contacted the home patient (hp) on (B)(6) 2011. The home patient (hp) stated that the issue was resolved. The hp did not understand what a low drain volume alarm was, so he tried disconnecting and reconnecting the heater bag to see if that would resolve the alarm. The hp verified that there were no loose connections, disconnections or defects on the supplies. Per hp, he did not receive any injury or medical intervention as a result of this incident. The hp stated that he is doing fine and continuing therapy without issues. The hp stated that he had discarded the supplies after therapy, and did not know the lot numbers. No allegations were made against any of the hp's dialysis products. No further information was provided.

Manufacturer narrative:
(B)(4). During investigation by baxter this incident was determined to be caused by use/user error and there was no allegation of a product malfunction. Therefore a batch review and sample evaluation will not be conducted. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). This complaint is for a report of a user error. As per complaint information, during trouble shooting of an alarm situation low drain volume, patient disconnecting and reconnecting solution bag during initial drain. Complaint was not confirmed. Per the complaint information, the cause of the complaint is use error. The label review found the labeling adequate for the potential use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.